Manufacturer narrative:
(B)(4). Date sent: 2/6/2023. Additional information was received: surgeon ended up not explanting the device he thought he would. No information d6b device was not explanted.

Event description:
It was reported that while the doctor was mid case in another procedure, unrelated to this patient, that he will be performing an explant procedure on a female patient on (B)(6) 2022. The rep could not provide anymore information but that the device was implanted three years ago.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2022 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: do you have the linx product code? Do you have the lot number and serial number (if applicable)? On what date was the device implanted? Was the device explanted 16 dec 2022? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Can you share the results of the diagnostic tests? Do they have an autoimmune disease? Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? Answers = this device was implanted by me on (B)(6) 2020. She had a robotic hiatal hernia repair and 14 bead linx device placement. Since that time she has had dysphagia with regurgitation symptoms. She underwent an egd and dilation on 9/29/2020 and 6/27/2022. I treated her with a short course of steroids as well. Placed her back on ppis. She had continued symptoms despite this and elected to have the device removed. Her main complaint is dysphagia and vomiting. She states this happens 2-3 times per week.her symptoms of reflux significantly improved with the lynx but she does not want to deal with the ongoing dysphagia. Will another procedure be done in place of linx? -no just planning on removing the lynx device. Were you the implanting surgeon of the original linx device? -yes I was the original surgeon who placed this and have seen her back in follow-up 5 times since that surgery. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was the device found in the correct position/geometry at the time of removal? Will the device be returning for analysis? If yes, to whom should the shipper kit be sent to? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.